Event description:
It was reported that customer's insulin pump is squirting out insulin. Customer's blood glucose was normal, but was not specified. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted. (B)(4).

Event description:
It was reported that the insulin pump did not squirt insulin after testing.